Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ IV catheter was deformed. This was discovered after use. The following information was provided by the initial reporter: the user complained that the tip of catheter was deformed.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 7177761. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the damage observed in the returned sample, prompted our engineers to investigated the manufacturing process. By incorrectly setting up the machinery our engineers successfully recreated the deformed catheter tip; also successfully created the damage by clogging the manufacturing die, unfortunately they were unable to confirm which of the scenarios was the root cause at the conclusion of their review. To address this issue we have retrained our staff on the correct setup and monitoring of the manufacturing line. Conclusion: based on investigation developed, the reported defect was confirmed. Engineering team reviewed the rf process with the intention of finding some evidence that could show the source from the reported defect however nothing extraordinary was noticed. The team could reproduce the defect of 2 ways (clogged die or incorrect setup).

Event description:
It was reported that bd angiocath¿ IV catheter was deformed. This was discovered after use. The following information was provided by the initial reporter: the user complained that the tip of catheter was deformed.